Manufacturer narrative:
Additional information d9: investigation summary: no product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector. The customer reported that it was not possible to remove the tego correctly, and with the force exercised to disconnect the hemodialysis catheter, small pieces of the tego became detached and got inside the hemodialysis catheter. A concomitant product was used, the catheter which was a palindrome model and is the one always used in the service. The product was not reprocessed or re-sterilized. The reporter stated that medication was used (not specified). The patient required intervention to remove the catheter and place a new one. No further complications were reported.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.